Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patient's concern with the device. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patient's concern with the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture: observed, one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: crease flat observed on the device.